Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that the tracheotomy tube was found leaking after an unknown time of use. Upon user facility testing, leak was found in the pilot balloon. No permanent adverse effects to patient were reported.